Event description:
It was reported that the pc unit had issues in holding a charge in the battery. The clinician stated the devices had been plugged in; however, when unplugged the batteries would not hold the charge. There was no information on patient involvement. The customers states there is no additional information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.